Event description:
The caller reported damage to the cartridge several times, with the most recent incident occurring today. Despite the damage, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer managed to replace the cartridge and successfully continued insulin therapy, and the damaged cartridge was scheduled for replacement via RMA, which the caller understood and accepted.